Manufacturer narrative:
Advanced sterilization products (asp) received additional information from the affiliate that the sterrad cycle associated with the suspect positive bi was cancelled. The affected load was reprocessed. As it is asp's policy to only report suspect positive bis from completed sterrad cycles, this complaint is not reportable.

Manufacturer narrative:
(B)(4).

Event description:
An international customer reported a positive result with a cyclesure 24 biological indicator (bi). The bi was processed in a sterrad 100s and it is unknown if the cycle completed. It is unknown if the associated load was recalled or released for use on patients. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators. (B)(4). Are related complaints from the same facility. This is two of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00057 and 2084725-2016-00058.